Event description:
It was observed that during the device evaluation, the subject device exhibited a cut in the pink rubber, missing thixotropic adhesive at the forceps cover, and peeling of glue on both the objective lens and the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the event was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.